Event description:
It was reported that a uv-flash solution transfer set had a connection issue with a 1.5 l twin bag (baxter product). The reporter stated that there was a gap between the two devices when they were connected. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). The device has been received, however evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.